Event description:
The initial report indicated that after removing the enterprise vrd ((B)(4)/10027903) from the package, the enterprise sheath was blocked, so the delivery wire can't move the stent forward. However, the analysis found that the delivery system had multiple damages. The product is stored properly. The physician was checking on the device and found the opening of the sheath was blocked and the delivery wire can't move the stent forward. He immediately open another one (same code) and continue the procedure. It went successful and patient is safe. The patient information and artery conditions are not available.

Manufacturer narrative:
After the failure, the distributor took the correct device back from the hospital and send back to for analysis, and the staff did not expose the device to any type of heat. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As per lake region report (B)(4) - one non-sterile enterprise vrd and delivery was received in a plastic bag. The specimen presents indications that the distal tip of the introducer tube (with enterprise stent delivery wire still loaded in the introducer tube) came into contact with a heat source (such as a cautery tool) while in a clinical setting resulting in deformation of the introducer tube distal tip and a fracture of the core wire immediately distal of the distal end of the proximal coil. The inner lumen of the tubing and the surface of the proximal coil segment present extensive deposits of dried blood-like matter and other biomaterial deposits. This conjecture is supported by the melted condition of the shortened introducer tube, the discoloration of the coil at the damage site, and the presence of dried blood-like material within the lumen of the damaged tube and on the coil wire and the location of the wire fracture. The stent presents some axial compression distortion to the web and deposits of dried blood-like material and other apparent biomaterials throughout, but is otherwise unremarkable. No explanation is provided for the missing delivery wire material distal of the proximal coil. The proximal coil presents a loose proximal solder joint and extensive bend, offset stretch, and pinch damage throughout the coil length. No other damage or inconsistencies are noted to the specimen at this time. The distal coil to core joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The as-received condition of the specimen presents a finished core diameter of .01595" (specification: .0160" ±.0004".), a proximal coil length of 33.05cm (specification: 33.0cm+/-1.0cm), a proximal coil diameter of .01765" and .01780" (specification: .0195" max.). All material distal of the proximal coil segment is missing and unaccounted for in the supported documentation and are not accessible for accurate measurement due to the "as-received" condition of the specimen. The specimen stent presents a dim "a" diameter of 4.49 to 4.52mm (specification: 4.5mm±0.3mm), a dim "b" length of 28.74mm (specification: 28mm±3mm) and dim "c" diameters of 7.51 to 7.53mm (specification: 7.0mm min.). Lake region and cordis lot number 10027903. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10027903. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery wire- impeded-in introducer" the complaint of damage to the introducer tube and the inability to advance the delivery wire beyond the damage is confirmed. The condition and position of the specimen, combined with the loose stent assembly, suggest the damage occurred after the stent had been advanced past the tip of the introducer tube. As noted above, the specimen presents indications that the distal tip of the introducer tube (with enterprise stent delivery wire still loaded in the introducer tube) came into contact with a heat source (such as a cautery tool) while in a clinical setting resulting in deformation of the introducer tube distal tip and a fracture of the core wire immediately distal of the distal end of the proximal coil. The stent presents some compression distortion to the web at one end, but is otherwise unremarkable. The proximal coil presents a loose proximal solder joint and extensive bend, offset, stretch and pinch damage throughout the coil length. The as-received condition of the specimen, combined with the supplied information, does not present any indication of a manufacturing defect or anomaly that could contribute to the event as reported. The damage presented by the specimen suggests handling, procedural and/or clinical factors may have contributed to the event as reported. These observations and speculations are based on the evidence presented by the sample and the information provided by the supporting documentation. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that after removing the enterprise vrd system from the package, when checking the device it was found that the enterprise sheath was blocked, so the delivery wire could not move the stent forward. The product was stored properly. Another enterprise system (same code) was immediately opened with continuation of the procedure. The procedure went successfully and patient is safe. The returned device was found with damages to the introducer and the delivery wire and stent and evidence of biomaterials in the introducer and on the device. No further information regarding the handling of the device and these findings has been obtained in response to multiple investigative efforts. Per lake region, one non-sterile enterprise vrd and delivery was received in a plastic bag. The specimen presents indications that the distal tip of the introducer tube (with enterprise stent delivery wire still loaded in the introducer tube) came into contact with a heat source (such as a cautery tool) while in a clinical setting resulting in deformation of the introducer tube distal tip and a fracture of the core wire immediately distal of the distal end of the proximal coil. The inner lumen of the tubing and the surface of the proximal coil segment present extensive deposits of dried blood-like matter and other biomaterial deposits. This conjecture is supported by the melted condition of the shortened introducer tube, the discoloration of the coil at the damage site, and the presence of dried blood-like material within the lumen of the damaged tube and on the coil wire and the location of the wire fracture. The stent presents some axial compression distortion to the web and deposits of dried blood-like material and other apparent biomaterials throughout, but is otherwise unremarkable. No explanation is provided for the missing delivery wire material distal of the proximal coil. The proximal coil presents a loose proximal solder joint and extensive bend, offset stretch, and pinch damage throughout the coil length. No other damage or inconsistencies are noted to the specimen at this time. The distal coil to core joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The as-received condition of the specimen presents a finished core diameter of .01595'' (specification: .0160''±.0004''.), a proximal coil length of 33.05cm (specification: 33.0cm+/-1.0cm), a proximal coil diameter of .01765'' and .01780'' (specification: .0195'' max.). All material distal of the proximal coil segment is missing and unaccounted for in the supported documentation and are not accessible for accurate measurement due to the "as-received" condition of the specimen. The specimen stent presents a dim "a" diameter of 4.49 to 4.52mm (specification: 4.5mm±0.3mm), a dim "b" length of 28.74mm (specification: 28mm±3mm) and dim "c" diameters of 7.51 to 7.53mm (specification: 7.0mm min.). Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10027903. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to advance the delivery wire out of the introducer was confirmed; the delivery wire was not able to be advanced beyond the damaged area with functional testing. The condition and position of the specimen, combined with the loose stent assembly, suggest the damage occurred after the stent had been advanced past the tip of the introducer tube. As noted above, the specimen presents indications that the distal tip of the introducer tube (with enterprise stent delivery wire still loaded in the introducer tube) came into contact with a heat source while in a clinical setting resulting in deformation of the introducer tube distal tip and a fracture of the core wire immediately distal of the distal end of the proximal coil. The stent presents some compression distortion to the web at one end, but is otherwise unremarkable. The proximal coil presents a loose proximal solder joint and extensive bend, offset, stretch and pinch damage throughout the coil length. The as-received condition of the specimen, combined with the supplied information, does not present any indication of a manufacturing defect or anomaly that could contribute to the event as reported. The damage presented by the specimen suggests handling, procedural and/or clinical factors may have contributed to the event as reported. These observations and speculations are based on the evidence presented by the sample and the information provided by the supporting documentation. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.